Event description:
The consumer was leaning on the walker and it allegedly bent, causing her to fall. No injury is alleged.

Manufacturer narrative:
(B)(4). Was issued to have the device returned for evaluation.